Event description:
Device complication: no malfunction identified. Time of complication, approximately 20 minutes after the procedure . Symptoms: stroke. Approximately 20 minutes after the procedure while getting the patient off the table, the patient experienced a stroke. It was noted from the mra which showed wide open that this may be a hyper perfusion case.